Manufacturer narrative:
Results: the smart coil was tangled with the returned non-penumbra microcatheter. Due to the returned condition the smart coil could not be functionally tested for the reported issue. Conclusions: evaluation of the returned smart coil revealed that the device could not be functionally tested due to the returned conditions. The smart coil was returned tangled together with a non-penumbra microcatheter. Therefore, the smart coil could not be functionally tested through a demonstration microcatheter to determine a root cause. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance and the smart coil would not advance into the hub of the microcatheter; therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.